Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. The next day, the patient presented with prolonged post op back and left leg pain. The investigator noted the events as mild in intensity. Currently in physical therapy. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as unknown, chronic nerve root irritation.